Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens - -8.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4) as per dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelial to the anterior lens capsule, less than 3.0mm is contraindicated. Device evaluation-lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found dried discolored foreign material on lens surface. (B)(4).